Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.

Event description:
The customer stated, he was hospitalized for high blood glucose levels. The customer changed the infusion set, prior to hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.